Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery - not charging issue was verified, but the battery-hot to touch issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump was warm to the touch despite being in room-temperature conditions. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.